Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced infusion set bent cannula event on (B)(6) 2026. The insertion site was the lower back, and the infusion set had been in use for less than 24 hours. The patient's blood glucose level was high, and treatment was administered through the insulin pump. No further information available.